Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was received. The reported issue was confirmed in the log. Electrical testing passed. Functional testing failed for an unrelated problem. External and internal visual inspection was performed and revealed no problems. The cause was determined to be insufficient drain - false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had an increased intraperitoneal volume (iipv) during use on the home choice (hc). The hp alleged the hc swelled them up the previous night. The hp had drained manually. The initial drain equaled 1481ml, the total fill volume equaled 11597ml, the total drain equaled 117ml, the total ultra filtration (uf) equaled 2572ml, the cycle three uf equaled 644ml, the cycle two uf equaled -3ml, the cycle one uf equaled 1931ml, and the largest prescribed fill volume equaled 3000ml. The device was scheduled to be returned and the tsr discussed the use of continuous ambulatory peritoneal dialysis (capd). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.